Event description:
It was reported that the ventilator reset with audible alarms while connected to the patient. The patient reported that the ventilator never shut down, was able to clear alarm, but ventilator comes back up intermittently. No patient harm reported.

Manufacturer narrative:
Na